Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Per maude event report form, #(B)(4), during a robotic laparoscopic total hysterectomy and bilateral salpingo oophorectomy procedure; the stability sleeve and working port of trocar with v-loc and CT-1 needles used and passed through it. CT-1 needle and vicryl needle are successfully passed through port without any suture or any debris. A baby portion lap size 4x18 was then passed through port under direct vision and portion of diaphragm from trocar fell into the patient's abdominal cavity. The portion of the diaphragm was immediately and successfully retrieved by the surgeon. The trocar was replaced with a new trocar and reinserted for procedure to continue. All diaphragms appeared intact. At the end of the case, another trocar of the same make was taken but no reporter was available who could answer questions about the amount of diaphragm,. Trocars, and packaging.